Manufacturer narrative:
Vyaire field service went onsite, checked the unit and found no power supply cooling fan when plugged into ac. No ac indicator in front and the unit powers up under battery power. As a resolution, power supply was replaced. Performed est (extended system test)/ovp(operator's verification procedure).

Event description:
It was reported to vyaire medical that the avea ventilator ac alarm and no ac indicator light is displayed while on a patient. The customer confirmed that there is no patient harm associated with this reported event.

Manufacturer narrative:
Device evaluation: d9, g3, g6, h2, h6 and h10 result of investigation:vyaire failure analysis was able to confirm and duplicate the reported issue. This is isolated to blown fuse f1. Power supply assy avea was received and visually inspected. The uut (unit under test) assembly found no visible defects, damaged or contamination. The uut was installed in a known good test stand and ac connected. Measured vdc output from terminal one (should be 34vdc) found dc output was steady at .0013vdc with no load. The input fuses f1 & f2 were tested for continuity and found fuse f1 to be blown. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.